Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was performing a robotic sleeve gastrectomy. The first staple load, fired at the antrum of the stomach, did not fire all the way. The surgeon noted that the staple line was not cut all the way to the end. After examining the staple load, non-crimped staples could still be seen in the load. The stomach was not abnormally thick and the stapler did not slow down during firing, as typically noted with extra thick tissue. The surgeon saw an exposed/open portion of stomach. He continued with the other reloads with no other issues noted. The surgeon sutured and oversewed the antrum of the stomach to correct the issue.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.